Manufacturer narrative:
The patient experienced the peritonitis on an unreported date ¿about two weeks ago¿. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient not washing hands prior to performing pd therapy. The patient was not hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with unspecified antibiotics, intraperitoneally, (doses and frequencies were not reported). At the time of this report, the antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. No additional information is available.